Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high results is due to improper storage: vial left open for an extended period of time. (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred after the test strip was inserted into the meter. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test performed during call on (B)(6) 2017 produced result of e-3. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date was undisclosed. Adverse event not reported at time of call on (B)(6) 2017.